Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure confirmed. Upon inspection of the guide sheath insertion section, it was crushed at approximately 2cm, 30cm, 60cm, and 70cm from the tip. A root cause could not be identified. Based on the results of the investigation, it is likely that a stress problem led to the malfunction. Specifically, it is believed the reported incident occurred because the forceps plug was damaged and dislodged when the guide sheath was forcibly inserted despite being difficult to insert. The deformation of the guide sheath occurred because it was forcibly inserted despite being difficult to insert. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic procedure, when inserting the single use guide sheath into the biopsy valve, the sheath was getting caught. Upon forcibly pushing, the biopsy valve was damaged, and a fragment of the valve fell off into the patient¿s lung. The fragment was retrieved using forceps and the procedure was completed with a backup device.